Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the zip ties for the tubing was leaking. Additional malfunctions include the worm clamps for the tubing was leaking.